Event description:
It was reported that during reprocessing of the prograsp forceps instrument the wire on the instrument was observed to be frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the grip cable is frayed at the distal clevis pulley. The pulley discs spin freely. Engineering also found that the pitch cable is frayed at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.